Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report one of eight for the same event, reference reports 0001032347-2017-00425 through 0001032347-2017-00431.

Event description:
A potential revision was identified but could not be confirmed as there is no information available for identification besides the patient's name. The surgeon's office stated the surgeon removed existing implants on the right side on (B)(6) 2017 and implanted a new right joint on (B)(6) 2017. The explanted product information was not provided and the reason for the revision is unknown; additional information was requested but has not been received at this time.